Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a posterior capsule tear in a patient's right eye during laser assisted cataract surgery. In the operating room, the pupil diameter was noted to have decreased from approximately 7 mm to 4 mm. Upon cortex removal, a posterior capsule tear was found. An anterior vitrectomy was performed and an anterior chamber intraocular lens was implanted into the sulcus.

Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the system contributed to the reported event. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).